Event description:
The co was informed of an alleged incident via email on (B)(6) 2014. The alleged incident was described to the co as followed. Pt was using an atm while using his h850 portable unit. Someone walked by with a lit cigarette and discarded it right next to the unit. The unit caught fire and burned.

Manufacturer narrative:
The subject portable liquid oxygen unit, helios 850 (sn unk) was returned to caire for further investigation. Upon return, it was noted that the unit was received in a condition making full eval impossible. A visual inspection of the unit revealed that there is no way to determine the original serial number as none of the labels survived the incident and the serial number etching on the unit cannot be seen. Based on the info presented to the company the cause of the alleged incident was careless use of smoking materials by a pedestrian.